Event description:
During a pta procedure in the popliteal artery, the balloon burst at four atmosphere due to heavy calcification. The target vessel was also moderately tortuous. The product was noted to have appeared perfect during pre-use inspection and no anomalies were noted during prep. There procedure was completed with another savvy. There were no reported patient complications. The product is available for evaluation and testing; however, it has not been received to date.